Manufacturer narrative:
(B)(4) - device 13 of 20.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar adhesive events with 20 infusion sets as they fell off during use within 1 day for all events. The patient confirmed to be doing physical activity/sweating, swimming, or bathing at the time the set fell off. Patient also confirmed use of dressing or tape over the infusion set. The area of insertion was cleaned, air-dried and free of hair. Patient replaced infusion set and resumed insulin successfully. No further information available.